Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the clinic with rising and high right ventricular (rv) lead threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.